Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any patient consequences? No. Was there any delay in the surgery? Please confirm lot number: pdh552. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used on an arterial vessel. During a surgery, the suture broke under tension. The procedure was successfully completed. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pdh552 and no non-conformances were identified. Additional information was requested and the following was obtained: how long was the delay of the surgery? Information not available in term of minutes/hours, but the sales rep says that the delay was quantified with the time to make a new anastomosis. Were there any unexpected outcomes or complications as a result of the prolonged surgery time?no. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No.

Manufacturer narrative:
(B)(4). Date sent to the FDA; 06/23/2020. Additional information was requested and the following was obtained: was there any delay in the surgery? Yes, due to the delay in the execution of the anastomosis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the delay of the surgery? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/21/2020. Additional h3 investigation summary: one open box with unopened samples of product code 8707, lot pdh552 was received for analysis. The complaint sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.